Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID hh9020tdd serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that they were experiencing connection lag, "it guilds up to the 90 and takes forever to do anything". When asked about event date, patient mentioned 3 months and the last 2 days when the screen gets to 90 it becomes unresponsive starts over. Patient added that before they were assisted by the previous physician assistant at the clinic in deleting the date but it did not work that time. Agent reviewed data and assisted the patient in deleting the data. Patient was able to connect to the pump with no lag. Patient would call back when they need further assistance. Patient gets 3 bolus per day.